Event description:
It was reported that the customer was working with his doctor to tweak his settings because his blood glucose levels were running high. Customer stated that the reason his numbers are running higher is because he took a new position at work and he spends his days sitting and driving, so there is a lot less activity. Customer's blood glucose level is unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).